Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and lot number. A pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 2. Testing revealed this to be a site of leakage. An aneurysm is noted in the bladder of cylinder 1. Testing revealed this to not be a site of leakage. Partial separations within abrasion are noted on all tubes of the pump. No functional abnormalities were noted with the pump. The information received indicated that the device was functional for over 10 years in the patient. Subsequently, material degradation occurred and progressed enough to cause a separation on the cylinder 2 bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. An aneurysm in the bladder of cylinder 1 was also noted. Testing confirmed this to not be a site of leakage. As the information received only indicated a possible tubing fracture, quality is unable to determine when the aneurysm may have occurred. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump would not pump fluid - suspected tubing fracture.